Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unstable red cap. It was reported that during preparation of the clip delivery system (cds) it was noted that the red cap on the delivery catheter (dc) handle kept unscrewing itself. Pressure on the bags was 300mmhg. The red cap was removed and another red cap from the hospital was screwed on top. After the switch, the red cap stayed fastened. There was no other device issue noted. Two clips were implanted reducing mr from 4 to 1-2. Patient outcome was successful. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported unstable cap could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.